Event description:
It was reported that construct was removed due to pt pain. Surgeon reported significant irritation related to the construct. The pt successfully fused (tlif). Surgeon reported that the system performed as intended.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a.